Event description:
Post-op day one the patient was at home sitting on the couch turned theur head and heard a loud "pop". The patient was wearing a soft collar when this happened. Over the next few days, they coughed up some blood , their ridiculer pain became worse than before the surgery, and they became haoarser, and had difficulty swallowing. The patient was brought back to surgery in 2005, the screws heads were still in the screw holes, the 4th screw head was retrieved.